Manufacturer narrative:
At this time, the product has not been returned. If additional information is received this report would be updated at that time.

Event description:
It was reported that this system was explanted due to an infection with sepsis. No additional adverse patient effects were reported.